Event description:
It was reported that the patient presented to the hospital for pre-syncope. A device interrogation revealed intermittent loss of ventricular capture that resulted in pause exhibited by the right ventricular lead. It was also noted that the lead exhibited variable pacing impedance measurements. The lead was capped and replaced on (B)(6) 2025. The patient was stable.